Event description:
Pt scheduled for turp (transurethal resection of prostate). During procedure, the plastic tip of the resectoscope sleeve came off inside the bladder. Unable to retrieve. A second procedure urethraplasty was performed to remove plastic tip.